Manufacturer narrative:
Date of death is unk. Device analysis: the delivery device was disposed and the stent remained in the pt. The reported batch # is unk. The upn is also unk so a review of batches from this model shipped to this customer cannot be completed. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Same case as MDR# 6000093-2007-01156, 6000089-2007-00801, 6000089-2007-00800, 6000093-2007-01155. It was reported that during a coronary drug eluting stenting treatment procedure, pt complications and surgery occurred. It was further reported that post surgery, pt death occurred. The lesion was located in the proximal and middle left anterior descending (lad). There was a calcification and a 90% stenosis. The vessel was not tortuous. The physician advanced the guidewires to the lad and the lad 1st diagonal. The physician deployed a 3.5x16mm taxus express2 drug eluting stent in the proximal lad at 15 atms for 20 secs. The physician then delivered a 3.0x20mm taxus express2 drug eluting stent to the lad 1st diagonal at 17 atms for 20 secs, and a 2.5x12mm taxus express2 drug eluting stent to the lad 1st diagonal for 9 atms for 20 secs. The physician post-dilated the proximal lad with a 3.5 x 15 mm quantum maverick balloon at 16 atms for 15 secs, 22 atms for 15 secs and 21 atms for 15 secs, 22 atms for 10 secs, 18 atms for 15 secs, and 18 atms for 15 secs. Next the physician post dilated the lad 1st diagonal twice using the kissing balloon technique. The first post dilation was with a quantum maverick 3.5x15mm balloon at 12 atms for 25 secs and then a 2.5x15mm non-bsc balloon for 12 atms for 35 secs. The second post dilation was with the same 3.5x15mm quantum maverick balloon at 14 atms for 25 secs and then the same 2.0x15mm non-bsc balloon for 14 atms for 30 secs. The physician felt that the 2.5x12mm taxus express2 drug eluting stent was not adequately deployed so the physician post dilated the stent three times with a 4.0x15mm quantum maverick balloon at 14 atms for 15 secs, 16 atms for 15 secs, and 20 atms for 15 secs. The physician verified the lesion by ivus, and felt that it was still not sufficiently dilated. The physician again post dilated the lesion with the 4.0x15mm quantum maverick balloon at 24 atms for 15 secs, 24 atms for 15 secs, 20 atms for 10 secs, and 24 atms for 15 secs. It was then reported that the pt complained of a sense of discomfort and a "pain lumber." The pt then went into cardio-respiratory arrest. The pt then experienced a cardiac tamponade, and thoracic surgery was immediately begun. One day later, the pt's condition was stable, but when the sales rep returned to the hospital 5 days post surgery, the pt was reported to have died. It was reported that the relationship between device performance and the pt serious injury and death is unk. There were no autopsy results available. Further info was requested but was unavailable.